Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) his bundle lead exhibited intermittent loss of capture on current electrograms (egm). The ra his bundle lead remains in use. No patient complications have been reported as a result of this event.